Event description:
Lead management case to remove two cardiac leads due to cied system infection. The physician successfully removed both boston scientific leads (0184 and 0185) with the sls ii after prepping each with an lld ez. Approximately 5 minutes after extraction a slow drop in blood pressure was noted. The CT surgeon was called into the room and through the use of ultrasound; a tear in the tricuspid valve was discovered. The patient was stabilized.